Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the reported event. A clinical review of all the information currently available concluded the following: there was no documentation in the complaint file supporting a possible association between the liberty cycler, the cassette and the event of peritonitis. Additionally, there was no allegation against fresenius products in relation to this event. However, in light of the pd nurse report of the patient not having a staysafe cap on the end of the pd catheter it is highly likely that breaks in aseptic technique during pd therapy resulted in the episode of peritonitis. This is one event of two for the same patient. Please see related mdrs MFR # 2937457-2017-00433 and 2937457-2017-00434.

Event description:
Additional information received during follow-up with the patient's family member revealed that the patient had experienced an infection. Additional information received from a subsequent follow-up with the patient's peritoneal dialysis clinic revealed that the patient had presented with no staysafe cap on his pd catheter and was admitted to the hospital on (B)(6) 2017 due to peritonitis. The pd nurse reported that there was no issue with the staysafe cap, and that the patient had forgot to replace it (breach in aseptic technique). The patient's pd solution was cultured and the results were positive for staphylococcus aureus. The patient¿s white blood cell count was 143 on (B)(6) 2017, which subsequently went down to 95 on (B)(6) 2017, but the count then increased up to 418 on (B)(6) 2017. The patient was treated with antibiotics vancomycin through the intraperitoneal route at 2g every fifth day for four weeks from (B)(6) 2017 through (B)(6) 2017. The patient had developed a tunnel infection in his pd catheter which resulted in the patient being unable to achieve adequate pd therapy.